Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, e8230lso, 3 x 48mm e9000 fluted low speed optimum bur, round, carbide was being used on 28jul22 during a tympanoplasty procedure and ¿the head broke off of the shaft of this item.¿ there was no injury or impact to the patient. After further assessment it was discovered that the fragment was retrieved from the surgical site with a hemostat. The procedure was completed and there was a delay of a few minutes. There was no medical/surgical intervention required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of the returned bur, item e8230lso found carbide bur head detached from the shaft. A two-year lot history review could not be conducted as a lot number was not provided. A device history record review could not be completed because a lot number was not provided. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 15 devices, for this device family and failure mode. During this same time frame 445,217 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, e8230lso, 3 x 48mm e9000 fluted low speed optimum bur, round, carbide was being used on (B)(6) 2022 during a tympanoplasty procedure and ¿the head broke off of the shaft of this item.¿ there was no injury or impact to the patient. After further assessment it was discovered that the fragment was retrieved from the surgical site with a hemostat. The procedure was completed and there was a delay of a few minutes. There was no medical/surgical intervention required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.